Event description:
It was stated that the patient called the I-flow corp hotline from home in respiratory distress. Patient was taken to hospital and stayed overnight to have breathing monitored. It was stated that the patient's diaphragm was paralyzed due to a nerve block and had a partial lung collapse. Patient is recovering at home.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The report did not provide any information concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product, part number, lot number or further details of the incident, an analysis cannot be conducted. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.